Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, lot number, UDI number, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. A customer reported that the first balloon ruptured upon insertion before passing through the sheath. Two additional balloons were attempted using the same sheath, and both ruptured in the same way. After replacing the sheath, the fourth balloon was inserted successfully with no patient impact. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The maquet dilator was returned separate from the iab device. The one-way valve was returned attached to the extracorporeal tubing. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y fitting, extracorporeal tubing and one-way valve was performed, and no leaks were detected. The outer dimension of the catheter was measured, and it met specifications for a sensation plus 8fr catheter device. The one way valve was vacuum tested and was able to hold vacuum. The evaluation could not confirm the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by the customer that during use that the sensation plus 8fr. 50cc intra aortic balloon (iab) upon insertion, balloon ruptured before it was through sheath. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit in e1: initial reporter: (B)(6) event site name: (B)(6)hospital the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).